Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The first cylinder was visually inspected, leak and pressure tested. During visual examination wear at a fold in the middle and proximal end of the cylinder was noted. In addition, the component had holes in the proximal end of its body, caused by a sharp instrument. Cylinder 1 passed the leakage and pressure test. The second cylinder was visually inspected, and leak tested. Visual examination revealed wear at a fold in the middle and proximal end of the cylinder. Cylinder 2 passed the leakage test. The pump was visually inspected, leak and functionally tested. No visual damage or abnormalities were noted, and no leaks were identified in the component; however, the pump did not pass activation testing during the functional inspection. Based on the information available and analysis results, the reported clinical observation of fluid loss could not be confirmed; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid loss. The cylinders and the pump were removed and replaced, the reservoir remain in the patient and a new one was added. The source of the fluid loss was not detailed. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid loss. The cylinders and the pump were removed and replaced, the reservoir remain in the patient and a new one was added. The source of the fluid loss was not detailed. There were no patient complications.